Event description:
Sorin group (B)(4) received a report that the display modules of the s5 showed error messages. There was no report of pt injury.

Manufacturer narrative:
Sorin group (B)(4) manufactures the modification to stockert s5 system. The incident occurred in (B)(6). This MDR report is being submitted on behalf of the device MFR - sorin group (B)(4). To resolve an FDA inspectional observation, the sorin group (B)(4) MDR procedure was revised. As committed to FDA's office of compliance, a retrospective review of customer complaints is being performed and mdrs will be submitted in accordance with the revised procedure. This MDR is being submitted beyond the 30 day reporting requirement as it was identified during the retrospective review. After the issue occurred, the software was reflashed at the facility. Reflashing the software resolved the issue and there were no further problems. No further action is deemed necessary.